Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed an infection. Therefore, the device was explanted. It was also indicated that the patient was not pacemaker dependent. No further information was provided.